Manufacturer narrative:
The unit had a button error alarm due to a corroded keypad. The unit had a cracked case at the display window corner, a minor scratched lcd window, broken battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.